Event description:
During intraocular lens (iol) implant surgery, a haptic was broken during the insertion process. The incision was enlarged to facilitate removal and replacement of the iol. Add'l info has been requested.